Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a tonsillectomy adenoidectomy procedure, the case started with the original device and was immediately removed it from the field when the surgeon discovered an abnormal discharge of energy. The evac 70 xtra coblator ii bridged and burned a secondary spot in the patient¿s mouth. The surgeon concluded that the tissue would heal on its own. However, clinical feedback received confirmed there was a 1st degree burn on top of the uvula, and a 2nd degree burn on the uvula's base. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The saline line and the connector line of the device have been fully cut off from the wand. The tip is worn from use. No signs of arcing or burn damage to the shaft or tip of the device. A functional evaluation could not be performed since the device cannot be tested due to its cut cable. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A clinical review states that a 1st degree burn on top of the uvula, and a 2nd degree burn on the uvula's base were confirmed with the two intra-operative images provided. Based on the limited information provided the clinical root cause of the reported adverse events could not be determined and it is currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. It was noted the surgeon concluded the tissue would heal on its own without further treatment. Therefore, the impact to the patient beyond the 1st and 2nd degree burns, and the prolonged surgery could not be determined since the status of the patient/burns is unknown. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.